Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device could not be completed. The lot number of the disposable handle was not provided, therefore a device history could not be performed. All handpieces meet all qa specifications when they are released. Complications associated with patss are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the following statement: 7.2 other adverse events. Post-ablation tubal sterilization syndrome.

Event description:
A patient underwent an uneventful minerva ablation procedure. Approximately 5 months later, the patient started experiencing lower abdominal pain. An ultrasound was performed, fluid buildup was identified and drained. Patient reported a fever a few days later and antibiotics were prescribed to address the infection.